Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device battery depleted prematurely. It was also reported the atrial lead exhibited high atrial thresholds. The device was removed and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.